Manufacturer narrative:
H6: investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0324961 was satisfactory and no notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0324961 (100 tubes) were available for inspection. No media defects were observed in 100/100 tubes from visual inspection. For investigation of this complaint, retention tubes were tested for growth support and antibiotic susceptibility of mycobacterium species per the standard performance protocol for material 245122 as listed in the certificate of analysis. Growth support and antibiotic susceptibility of all organisms tested in the retention tubes from batch 0324961 was satisfactory with positive results returned from the instrument within the expected times. Four photos were received to assist with the investigation: the first and fourth photos show a growth curve from the instrument; no product information is shown in this photo. Second photo shows a picture of computer testing from the mgit instrument and shows a negative result; no product information is shown in the photo third photo shows a partial tube with what appears to be growth towards the bottom of the tube. No product information can be observed from the photo. No conclusions can be drawn from the growth curve. Retention sample testing for growth support and antibiotic susceptibility was satisfactory. Bd will continue to trend complaints for performance. This complaint cannot be confirmed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml false negative results were obtained by the laboratory personnel. Growth was seen visually to confirm the result as a false negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false negative mgit result despite growth seen".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml false negative results were obtained by the laboratory personnel. Growth was seen visually to confirm the result as a false negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false negative mgit result despite growth seen."